Event description:
During a coronary drug eluting stent procedure, the stent embolized. The physician was in the process of implanting the taxus express drug eluting stent in the lesion located in the lad. The stent partially deployed. The physician tried to pull the stent back into the guide but the stent caught on the guide. The physician then attempted to remove the guide, catheter, and stent as one unit. The stent stripped off the balloon and became lodged in the subcutaneous track of the groin area. The pt suffered no complications from this event. The physician does not believe this event is related to the device.